Event description:
The customer reported that the ventilator displays "vent inop" and "motor fault" alarm message and audible during pre-use. No pt involvement.

Manufacturer narrative:
Corrected: brand name. Additional: device available for evaluation?, if follow up, what type?, evaluation info. Failure analysis (fa) lab received a vela turbine assembly with turbine interface pcba. Fa conducted a visual inspection and the turbine assembly and turbine interface pcba were installed to a functional vela unit. The unit was powered on in and displayed [?]vent inop'. The unit was powered off and the turbine interface pcba was substituted with a known good turbine interface pcba. The unit was powered on and began to operate with no problems and no unusual sounds. The reported problem was duplicated and was isolated to the turbine interface pcba that was corrupted. The vela turbine assembly with turbine interface pcba were scrapped.

Manufacturer narrative:
(B)(6) hosp, (B)(6). (B)(4). The customer evaluated the ventilator and determined that replacing the turbine fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.